Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's left knee was revised due to pain and clicking. A triathlon 8x11 cr tibial bearing and a38x11 asymmetric patella were revised. Rep confirmed that no further information would be released by the hospital or surgeon and explants are hospital retained.